Event description:
Family was transferring the pt from wheelchair to bed in a hoyer lift, when the pt fell out of the lift, hitting her head on the floor. Pt was transferred to the hospital and x-rays showed multiple fractures to her face and she also sustained a large hematoma to right side of her face. Pt also had intracranial bleeding. Family did not want any surgical intervention. Pt expired on (B)(6) 2013 after sustaining the fall on (B)(6) 2013.